Event description:
Related manufacturer reference number: 1627487-2021-17109. Related manufacturer reference number: 1627487-2021-19358. It was reported that the patient's leads were explanted on an unknown date for an unknown reason.

Manufacturer narrative:
There were no reported allegations against the returned lead b. Analysis of the returned lead found it was cut during the explant procedure and only the terminal end segment was returned. There were set screw engagement marks on the appropriate contact on the terminal end indicating the lead was properly inserted. During processing of this incident, attempts were made to obtain complete patient and event information.